Event description:
The complainant had an impella 5.5 and impella rp flex placed for bipella support of the surgical patient. The team also had extracorporeal membrane oxygenation and intubation was placed. The patient had a chest dressing change done at the sternum and went into ventricular tachycardia (vt). The patient had to be defibrillated for the vt. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.